Manufacturer narrative:
(B)(4). If further information becomes available a follow up medwatch will be submitted.

Event description:
The surgeon, dr. (B)(6), was using the instrument this morning and a pin came out of the hinge at the jaw and fell into the patient¿s belly during the procedure. Dr. (B)(6) was able to retrieve the pin from the patient, and there was no patient injury. The surgeon has two sets of these instruments and has had already had to have two repairs done on handles. This is the first issue with the jaw. Sales rep will be going to the account on thursday morning to pick up the damaged instrument and in-service the spd staff on care and handling for these devices. The date of the event was (B)(6) 2018, the patient information was (B)(6), female, unk wt, no pt injury or intervention, the pin was retrieved with a grasper, no additional medical procedure was required, the lap chole was completed as planned, and the facility did not report the event to the FDA..

Event description:
The surgeon, dr. (B)(6), was using the instrument this morning and a pin came out of the hinge at the jaw and fell into the patient¿s belly during the procedure. Dr. (B)(6) was able to retrieve the pin from the patient, and there was no patient injury. The surgeon has two sets of these instruments and has had already had to have two repairs done on handles. This is the first issue with the jaw. Sales rep will be going to the account on thursday morning to pick up the damaged instrument and in-service the spd staff on care and handling for these devices. The date of the event was (B)(6) 2018, the patient information was 61, female, unk wt, no pt injury or intervention, the pin was retrieved with a grasper, no additional medical procedure was required, the lap chole was completed as planned, and the facility did not report the event to the FDA.

Manufacturer narrative:
(B)(4): device history records review found that all steps were initialed and dated as complete, and no material substitutions were made. Upon receipt a visual and functional inspection was performed. The following markings were found: snowden pencer, USA, 90-7971, c17, and ce. No evidence was found that the device was not authentic. The complaint failure mode was confirmed, the instrument fell apart, the pin was found to be separate from the device. Functional inspection found the actuating rod and therefore the handle to be stuck. Force was applied to open the handle and the actuating rod tip dislodged from the proximal hole of the clevis. Due to the separation of the pin from the device the actuating rod/jaw/clevis assembly links were measurable in the as assembled state and the pin holes where position-able for visual examination. One link was found to have its manufactured thickness at its pin hole, the other was .002¿ undersized at the pin hole. Both links showed damage of the inside edge of the pin hole consistent with the pin operating off-axis and wearing down half the circumference of both inside edges. This is potentially the result of wear over its 1 year 1 month of use as well as the observation made on the actuating rod. The actuating rod tip thickness was visually observed to be below the thickness of either link, so the instrument was disassembled so the actuating rod tip can be measured. The actuating rod thickness was found to be .0145¿ at the pin hole. This is well below the specified thickness of the actuating rod post manufacturing of the actuating rod p/n 92-1312, as well as the post-relief thickness specified in the assembly print. The actuating rod was also found to have a curved tip, which is not the tips natural state. The most likely cause of this pin ejecting from the device is that an inadequate amount of actuating rod tip material existed to keep the link-actuating rod-link-pin joint rigid and on axis. One of the two jaws dragged more than the other due to the uneven link thickness, which promoted the off-axis movement, which overtime wore down half of the inside edge of both links, allowing more and more off-axis movement as time went on, until enough stress was applied to the joint, and enough off-axis movement was allowed, that one link slipped off the pin, and the other link ripped the pin out of the joint, and ejected it. The root cause of this issue was process/method error. The operator is instructed to relieve both side of the actuating rod to a dimensional requirement. The operator most likely shaped away too much of actuator tip when shaping in relief during the assembly process. This is a manual process. Removing too much material when shaping relief into the actuating rod was addressed through employee awareness training completed on 02oct2017.